Manufacturer narrative:
Follow-up root cause: the field service engineer replaced the gas delivery system (gds) to address the reported problem. Failure analysis on the returned gds shows that the gds was installed in an fi test ventilator. The air and oxygen flow accuracy tests were performed and passed. The ventilator was run in normal ventilation mode for 3 hours without any errors occurring. No failure was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with a low leak co2 rebreathing risk. The customer reported the device was not in use on patient.